Manufacturer narrative:
Other, other text: one cadd solis vip pump was received to investigate the reported bad dso sensor and failed dso at 3.4 psi. The pump was received in a good physical condition. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported problem in the event log either. A functional test was performed to investigate the reported event and the issue was confirmed. The results was found to be activating low to the minimum of the pump's manufacturer specifications. It was recommended that the downstream occlusion sensor be replaced. H6) customer provided additional information stating that there was no patient involvement.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited bad downstream occlusion sensor and failed dso at 3.4psi. No adverse effects were reported.